Manufacturer narrative:
The mvs server was returned to the manufacturer for analysis. Analysis found that the mvs server failed bench testing. A windows error message confirmed that a hardware or a software change might have caused it not to boot up. The computer required an installation disc to fix the issue. Analysis found that the reported event was related to a operating system issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the computer was replaced and the software was updated. The computer was returned for analysis, however results are not available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that when booting the system the mobile view station (mvs) would not get past the windows screen. Site tried hitting the home button and the system stayed on the windows screen. No patient present.